Event description:
It was reported the patient had their lead replaced due lead migration following a fall. It was stated the patient fell approximately 4-5 weeks prior to report, and had a change in stimulation. X-rays confirmed the migration. The lead was replaced on (B)(6) 2012. The replacement was successful and the patient was receiving "great coverage" from their device.

Manufacturer narrative:
Product ID 748966, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type: extension, product ID 7434a, lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient product ID 3888, lot# v134064, serial#, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type: lead (B)(4).